Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4: weight/weight units - additional. B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. A receiver buttons manual test was performed and passed. Performance data was not reviewed as there was no data within the investigation window, the receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.